Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm. It was noted that the alarm had occurred 15 minutes after the patient was placed in the left lateral decubitus position. Blood was then confirmed in the helium tubing. Therapy was stopped and the iab was removed one day prior to the original scheduled removal date. Therapy was completed without inserting a new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter the returned non-maquet sheath. The extender tubing and pressure tubing were also returned. Two catheter tubing kinks were observed near the y-fitting at approximately 70.6cm & 71.9cm from the iab tip. Additionally, the inner was observed to be broken from within the membrane at approximately 19.8cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing performed and a leak was detected at the inner lumen break site. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with blood. Unable to clear the occlusion. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. However, we are unable to determine when the initial kink may have occurred. The evaluation confirmed the report problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).